Manufacturer narrative:
Detailed product information was not available at the time of this report we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was explanted due to it switched to safety mode. A new device was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was explanted due to it switched to safety mode. A new device was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Unique identifier (UDI) d4: updated.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was explanted due to it switched to safety mode. A new device was successfully implanted. No additional adverse patient effects were reported.